Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to distal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the device was used with no issues, it was removed and placed back in the hoop. When the device was removed from hoop to be used a second time, it was noted that the device was separated at the lapjoint and the distal outer sheath remained in the hoop. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks at the telescope and sheath assemblies. The imaging window was observed completely detached near the lap joint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to distal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the device was used with no issues, it was removed and placed back in the hoop. When the device was removed from hoop to be used a second time, it was noted that the device was separated at the lapjoint and the distal outer sheath remained in the hoop. The procedure was completed with another of the same device. There was no patient injury.